Manufacturer narrative:
The instruction for use provided by bio-rad for testing liquichek cardiac markers plus control lt indicated the product contains human source materials and should be considered potentially infectious and handled with the same precautions used with patient specimens in accordance with good laboratory practice. Each human donor unit used to manufacture this product was tested as required by FDA accepted methods. Tests results were non-reactive for (B)(6), antibody to (B)(6), and antibody to (B)(6). This product may also contain other human source materials for which there are no approved tests. In accordance with good laboratory practice, all human source material should be considered potentially infectious and handled with the same precautions used with patient specimens.

Event description:
On (B)(6) 2020, a laboratory information manager from (B)(6) called bio-rad qsd technical support to report a potential adverse event that occurred with a technician at their facility. In the facility chemistry lab, the employee removed qc rack from instrument and emptied a rack of qc vials into sink. While dumping, the mixture of qc splashed into the technician's eyes. The technician was not wearing safety glasses, which is a laboratory requirement for ppe in this facility. The following qc products were on the qc rack and splashed in the technician's eyes: liquichek immunoassay plus control: trilevel: lot 41000. Liquichek cardiac markers plus control lt: level 2: lot 23692, level 3: lot 23693, level 1b: lot 23695. Liquid assayed multiqual: level 1: lot 45791, level 3: lot 45793. The employee washed eyes immediately in the emergency eye wash station. The incident was reported to facilities health and the employee was sent to the employee health center for evaluation. No details of the visit to employee health center was provided. It was reported that no additional medical attention was required. The employee and facility was provided with package insert, sds and certificate of analysis for all 8 products that were splashed in the technician's eyes.